Event description:
It was reported that this unknown device was emitting tones as it was exhibiting a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the device remains in service. No adverse patient effects were reported.